Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services (ts) recommended this crt-p be replaced soon and returned for analysis. This crt-p is still currently in use. No adverse patient effects were reported.